Event description:
Received info reporting the pt's device was displaying a power on reset condition. Pt did go through airport security recently. He has not felt stimulation for 2 days and hasn't recharged for 1.5 weeks. Pt was instructed on how to clear the por condition and use the antenna locate feature to recharge. After using the antenna locate feature the regular recharge screen did appear as well as the por screen. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).